Manufacturer narrative:
The ipg would not charge despite multiple attempts and communication could not be established when attempted with a known good remote control (rc) and clinical programmer (cp). Therefore, the analysis of the data log and functional testing could not be performed. However, internal electrical measurements confirmed excessive sleep current, and a low impedance on the high voltage node confirmed that the application-specific integrated circuit (asic) chip was damaged. The excessive current drawn from the damaged asic resulted in the ipg being unresponsive. A labeling reviewed determined that security screeners, such as those used in airport security have strong electromagnetic fields can potentially turn stimulation off, cause temporary unpredictable changes in stimulation, or interfere with remote control communication. Patients should request assistance to bypass the security screener and advise the security staff that they have an implanted medical device. The patient indicated going through the airport metal detector and thus unintended use error caused or contributed to the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing charging, communication difficulties and a burning sensation after going through an airport metal detector. The physician replaced the implantable pulse generator (ipg) and the patient was doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing communication difficulties and a burning sensation after going through an airport metal detector. The physician replaced the implantable pulse generator (ipg) and the patient was doing well post-operatively.

Manufacturer narrative:
The ipg would not charge despite multiple attempts and communication could not be established when attempted with a known good remote control (rc) and clinical programmer (cp). Therefore, the analysis of the data log and functional testing could not be performed. However, internal electrical measurements confirmed excessive sleep current, and a low impedance on the high voltage node confirmed that the application-specific integrated circuit (asic) chip was damaged. The excessive current drawn from the damaged asic resulted in the ipg being unresponsive. A labeling reviewed determined that security screeners, such as those used in airport security have strong electromagnetic fields can potentially turn stimulation off, cause temporary unpredictable changes in stimulation, or interfere with remote control communication. Patients should request assistance to bypass the security screener and advise the security staff that they have an implanted medical device. The patient indicated going through the airport metal detector and thus unintended use error caused or contributed to the event. Update to block d6b.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing charging, communication difficulties and a burning sensation after going through an airport metal detector. The physician replaced the implantable pulse generator (ipg) and the patient was doing well post-operatively.